Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the tip coating was peeled, exposing the corewire; however, the core wire tip was not exposed. The peeled segment was not returned and there was no evidence of fractured core wire. Sanding marks were found on the core wire. Presence of adhesive remnants were found. The remaining pebax has evidence of a straight cut which is consistent with a mechanical-caused cut. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.